Event description:
Caller alleges inaccuracy with intratio.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For data sets 1, 2, 3, and 5, both inratio and lab values are within the confidence limits for inr testing. For the 4th data set, the inratio value is not within the confidence limits but the I-stat meter is. For the 6th data set, the readings in considered inaccurate based on "area outside the acceptance region" table. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.